Event description:
During an angioplasty procedure of the right common iliac artery, the powerflex balloon rupture at 14 atmospheres. The catheter was removed and the procedure was finished without any additional treatment, since the angioplasty was successful in treating the target lesion. There was no adverse consequence to the patient.